Event description:
It was reported that there was very low r-wave amplitude on the right ventricular (rv) lead. The pace impedance had been gradually increasing since the beginning of 2022 and became greater than 2,000 ohms. A beginning lead breakage was suspected. Technical services recommended performing additional lead troubleshooting in clinic. It was then reported that the rv lead and the cardiac resynchronization therapy defibrillator were both replaced. No additional adverse patient effects were reported.